Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging breathing issues from CPAP. Also having issues when using the device, it may or not turn on when it is plugged up. She also states that when she puts water inside the machine, she has a hard time opening the water side. There was no report of serious patient harm or injury. No other clinical information or medical interventions were reported. The device was returned to the manufacturer. There was no visible evidence of foam degradation found during the evaluation. The error log was reviewed with a total of 2 errors. All errors were clearable/upgradeable. In addition, unit passed the final test.